Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6, "inadequate range of motion due to improper selection or positioning of components." Number 14, "intraoperative or postoperative bone fracture and/or postoperative pain. And number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05444 & 05446).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6), 2010. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6), 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the right hip revision was due to patient allegations of pain and mechanical popping sensations. Operative notes report there were no changes to suggest metal on metal wear problems in the character of the tissue or with local tissue damage being seen and no reason for the reported mechanical popping was observed. Operative notes further report underlying pseudocapsule did not appear to be particularly inflamed or abnormal or thickened. The acetabular cup and modular head were removed and replaced.